Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated essure coils/ perforation (fallopian tube (s))/ essure coil which was adherent in the superior aspect of the fallopian tube, attaced to the cornual area, the uterus and along the length of the fallopian tube approximately halfway"), embedded device ("embedded essure coils/ embedded in the serosal surface of the tube and projects into the adjacent myometrium, whereas the metallic coil on the left is within the lumen of the tube and also projects into the adjacent myometrium."), genital haemorrhage ("abnormal bleeding (general)"), toxic skin eruption ("rash/ toxic rash"), stress urinary incontinence ("suburethral mesh sling for urinary incontinence/ stress urinary incontinence") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding (dub)") in a 38-year-old female patient who had essure (batch no. 624828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 1997, miscarriage, lumbar disc herniation, lumbar laminectomy, pyelonephritis, intervertebral disc replacement, low back strain, thrombocytosis, depression, migraine headache (since I was a child, not recovered prior to essure), fibromyalgia, motor vehicle accident in 1996, sinus disorder nos, ovarian cyst, hyperlipidemia, penicillin allergy, tonsillitis, tonsillectomy, pap smear abnormal, spinal laminectomy, knee operation, adenoidectomy, back surgery in (B)(6) 2007, fatigue (not recovered prior to essure), spinal fusion nos and pharyngitis. Previously administered products included for an unreported indication: excedrin, depakote and pen-vee k. Past adverse reactions to the above products included hypersensitivity with pen-vee k. Concurrent conditions included overweight, gout, meniscus tear of knee, high cholesterol, cervical dysplasia, loop electrosurgical excision procedure, lumbar spondylosis, pain neck, leukocytosis, hypokalemia, hypercholesterolemia, hot flashes, arthralgia, hypopotassemia, nausea, vomiting, gas, constipation, diarrhea, loss of libido, sexual dysfunction, bowel discomfort, nerve pain, foggy feeling in head, burning sensation, stinging, vitamin deficiency, peripheral swelling, pneumonia, vitamin d deficiency and seasonal allergy. Family history included depression (mother), anxiety (mother) from (B)(6) 2006 to (B)(6) 2014, high cholesterol (father, mgm), cancer (grandparents died), schizophrenia (maternal uncle), mental disorder (mgm,), hypertension, pancreatic cancer (mgf), headache (daughter since the age of 2. Mother as well as other family members) and uterine cancer (mother). Concomitant products included allopurinol since (B)(6) 2014, alprazolam, ampicillin trihydrate (cymbi) from (B)(6) 2016 to (B)(6) 2016, antiinfl. Prep., non-steroids for topical use, bupropion hydrochloride (wellbutrin xl) since (B)(6) 2006, bupropion hydrochloride since (B)(6) 2006, ciprofloxacin, co-trimoxazole (bactrim), colchicine, drospirenone w/ethinylestradiol (yasmin) since 1997, duloxetine hydrochloride (cymbalta), dyazide (triamterene and hydrochlorothiazide) from (B)(6) 2006 to (B)(6) 2008, gabapentin, hydrochlorothiazide, magnesium w/vitamin b nos, melatonin since 2016, naproxen, oxybutynin since (B)(6) 2013, paracetamol (acetaminophen), simvastatin from (B)(6) 2012 to (B)(6) 2012, sumatriptan from (B)(6) 2012 to (B)(6) 2014, topiramate (topamax) from (B)(6) 2013 to (B)(6) 2016, vitamin b (B)(6) 2016 to (B)(6) 2016 and zolmitriptan (zomig). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), toxic skin eruption (seriousness criterion medically significant), stress urinary incontinence (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding ( menorrhagia)"), abdominal distension ("bloating"), anxiety ("anxiety increased"), insomnia ("difficulty sleeping"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue/ fatigue worsened after essure implant"), palpitations ("heart palpitations"), fibromyalgia ("fibromyalgia"), autoimmune disorder ("autoimmune syndrome"), musculoskeletal pain ("moderate pain in right buttock and thigh"), pain in extremity ("moderate pain in right buttock and thigh"), the first episode of paraesthesia ("thigh tingling"), hypoaesthesia ("thigh numbness") and back pain ("low back pain/ lower back pain"). On (B)(6) 2008, 1 month 12 days after insertion of essure, the patient experienced breast pain ("breast pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower abdominal pain/ cramping"), dysuria ("dysuria") and pain ("all over body aches/pain/ my whole body pain daily (ranged between achey and very bad)"). In (B)(6) 010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced headache ("headaches/ headaches increased in frequency after essure/ increased headaches"), tongue atrophy ("mild atrophy of tongue, fasciculations (brief motor neuron contractions of smooth muscle fibers) of tongue"), dysarthria ("intermittently slurred speech"), dysphagia ("swallowing difficulties"), dysphonia ("changes in voice") and the second episode of paraesthesia ("tingling in upper extremities"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), dysgeusia ("metallic taste"), alopecia ("hair loss"), tooth loss ("tooth loss"), bladder disorder ("bladder or urinary problems or changes increased in frequency after essure"), urinary tract disorder ("bladder or urinary problems or changes increased in frequency after essure"), migraine ("migraines increased in frequency after essure/ menstrually triggered migraine headache"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood altered ("emotional changes"), fluid retention ("fluid retention"), heart rate increased ("rapid heartbeat"), irritability ("irritability"), amnesia ("memory loss"), mood swings ("mood swings"), night sweats ("night sweats"), weight increased ("weight gain"), memory impairment ("forgetfulness"), hyperhidrosis ("diaphoresis"), micturition urgency ("urinary urgency"), amenorrhoea ("secondary amenorrhea"), oedema peripheral ("peripheral edema"), pollakiuria ("urinary frequency"), urinary tract infection ("urinary tract infection"), menometrorrhagia ("heavy irregular bleeding - month long menses, heavy flow with brownish clots"), emotional disorder ("I have become over sensitive"), tooth extraction ("I had 12 teeth pulled, abscess, teeth breaking and need dentures"), tooth abscess ("I had 12 teeth pulled, abscess, teeth breaking and need dentures"), tooth fracture ("I had 12 teeth pulled, abscess, teeth breaking and need dentures") and complication of device insertion ("complication of essure placement/ first attempt to place right coil was unsuccessful"). The patient was treated with eletriptan hydrobromide (relpax), surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy -removal of essure), surgery (on (B)(6) 2016, plantiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy.), surgery (novasure endometrial ablation in (B)(6) 2013) and surgery (suburethral mesh sling). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, stress urinary incontinence, dysfunctional uterine bleeding, anxiety, breast pain, insomnia, dizziness, vaginal haemorrhage, palpitations, fibromyalgia, autoimmune disorder, musculoskeletal pain, pain in extremity, hypoaesthesia, back pain, bladder disorder, urinary tract disorder, migraine, tooth disorder, dysmenorrhoea, abdominal pain lower, dysuria, pain, dyspareunia, mood altered, fluid retention, irritability, amnesia, mood swings, night sweats, weight increased, memory impairment, hyperhidrosis, micturition urgency, amenorrhoea, oedema peripheral, pollakiuria, urinary tract infection, menometrorrhagia, emotional disorder, tooth extraction, tooth abscess, tooth fracture and complication of device insertion outcome was unknown, the embedded device, toxic skin eruption, pelvic pain, menorrhagia, abdominal distension, dysgeusia, alopecia, headache, tooth loss and fatigue was resolving and the genital haemorrhage, tongue atrophy, dysarthria, dysphagia, dysphonia and the last episode of paraesthesia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, amnesia, anxiety, autoimmune disorder, back pain, bladder disorder, breast pain, complication of device insertion, dizziness, dysarthria, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, dysphagia, dysphonia, dysuria, embedded device, emotional disorder, fallopian tube perforation, fatigue, fibromyalgia, fluid retention, genital haemorrhage, headache, heart rate increased, hyperhidrosis, hypoaesthesia, insomnia, irritability, memory impairment, menometrorrhagia, menorrhagia, micturition urgency, migraine, mood altered, mood swings, musculoskeletal pain, night sweats, oedema peripheral, pain, pain in extremity, palpitations, pelvic pain, pollakiuria, stress urinary incontinence, tongue atrophy, tooth abscess, tooth disorder, tooth extraction, tooth fracture, tooth loss, toxic skin eruption, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of paraesthesia and the second episode of paraesthesia to be related to essure. The reporter commented: doctor thought that her symptoms were toxic reaction to essure. Three coils were seen. Placement was confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes pregnancy test - on (B)(6) 2013: negative. On (B)(6) 2008, hysterosalpingogram showed non patency of fallopian tubes. On (B)(6) 2009, MRI revelaed there is disk protrusion centrally at c6-7 encroaching upon the thecal sac but without stenosis on (B)(6) 2016, MRI cervical spine without contrast significantly limited examination of the c5-t1 levels, secondary to metallic blooming artifact related to prior neck surgery approximately at the c6-c7 level otherwise , unremarkable cervical spine MRI. On (B)(6) 2016, pathology reports showed bilateral essure· type devices are seen overlying the pelvis. One of the 3 mm markers associated with the right device does not overlie the medial tip. Malpositioning or device fracture is not excluded. Correlation recommended. (B)(6) 2016, surgical pathology reports: gross description: specimen received in formalin ,labeled "uterus, cervix, bilateral tubes and essure coils" is an 86 gram hysterectomy specimen with a uterus and attached cervix (7.3 cm ectocervix to fundus x 5.3 cm left to right x 3.6 cm anterior to posterior), an attached right fallopian tube (6.2 cm in length x o.s: cm in diameter) and attached left fallopian tube (7.5 cm in length x o.b cm in diameter). The uterine serosal surface is tan-purple, smooth and dull. There is prominent cautery at the lower uterine segment and surrounding the cervix. The ,anterior cervical margin is inked blue and the posterior cervical margin is inked black. The tan-pink and smooth ectocervix (3.4 x 3.2 cm) is remarkable for a slit-like and patent os (0.5 x 0.2 cm). On opening, the endocervical canal (2.5 cm in length x 0.9 cm in diameter) is grossly unremarkable. The cervical cut surfaces are tan-pink and hemorrhagic. The endometrial cavity (2.5 x 2.0 cm) is lined by pink-purple scarred endometrium measuring up to, 0.2 cm in thickness. The tan-pink myometrium measures 1.5 cm, in thickness. A discrete gross uterine lesion is not identified. The tortuous and fimbriated fallopian tubes have a purple hyperemic serosal surface. There is a silver metallic coil (3.5 cm in length x up to 0.2 cm in diameter) that migrated outside of the right fallopian tube lumen and is embedded within the serosa of the right fallopian tube and adjacent myometrium immediately proximal to the right fallopian tube. There is a 3.0 x 0.2 cm' silver metallic coil embedded within the left fallopian tube lumen and the serosa and myometrium immediately proximal to and adjacent to the left fallopian tube. A gross photo of the embedded left and right metallic coils is taken. The left and right metallic coils are separated from the' remaining specimen and saved in separate respective containers . Sectioning of the left and right fallopian .tubes reveals grossly unremarkable cut surfaces with a stellate lumen. Representative sections are submitted as follows; al. - anterior cervix; a2 - posterior cervix; a3-4 - anterior endomyometrium and serosa; as-6 ¿ posterior endomyometrium and serosa.; a7 - cross sections of right fallopian tube;lllll11ediately distal to coil; as - myometrium underlying right metallic coil a9 - fimbriated end and cross sections of right fallopian tube; ala - cross sections of left fallopian tube immediately distal to coil; all - myometrium underlying left metallic coil; a12 - fimbriated end and cross sections of left fallopian tube. Diagnosis: uterds, hysterectomy and bilateral salpingectomy: 1. Right and left fallopian tubes, metallic coils consistent with essure devices are identified embedded in the serosa of the proximal right fallopian tube and in the lumen in the proximal left fallopian tube. The metallic coil on the right has apparently migrated through the ·wall of the fallopian tube, and is embedded in the serosal surface of the tube and projects into the adjacent myometrium, whereas the metallic coil on the left is within the lumen of the tube and also projects into the adjacent myometrium. Vascular congestion is noted. 2. Cervix - focal chronic inflammation and reactive epithelial changes. 3. Endometrium ¿ proliferative phase endometrium. Changes suggestive of prior ablation procedure also noted. Clinical correlation is needed. 4. Myometrium - no significant histopathologic abnormality. 5. Serosa - no significant histopathologic abnormality. Comments: the essure devices with surrounding tissue have been saved, per physician request. Numerous photographs have been taken of the specimen. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms low back pain, pelvic pain, numbness, tingling in her lower extremities, palpitations, amenorrhea, peripheral edema, migraines, headache, depression, urinary tract infection, anxiety, irregular periods, menometrorrhagia, dysmenorrhea, dub, urinary frequency and urgency, weight gain, menorrhagia, forgetfulness, memory loss, numbness, dizziness, pain, breast pain, bloating, dysmenorrhea, dyspareunia, night sweats, urinary tract infection, bladder infection, alopecia, embedded device. Concerning the injuries reported in this case, the following ones were described in patient's social media: tooth extraction, tooth abscess, tooth fracture, emotional disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated essure coils/ perforation (fallopian tube (s))/ essure coil which was adherent in the superior aspect of the fallopian tube, attached to the cornual area, the uterus and along the length of the fallopian tube approximately halfway"), embedded device ("embedded essure coils/ embedded in the serosal surface of the tube and projects into the adjacent myometrium, whereas the metallic coil on the left is within the lumen of the tube and also projects into the adjacent myometrium."), genital haemorrhage ("abnormal bleeding (general)"), stress urinary incontinence ("suburethral mesh sling for urinary incontinence/ stress urinary incontinence") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding (dub)") in a 38-year-old female patient who had essure (batch no. 624828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 1997, miscarriage, lumbar disc herniation, lumbar laminectomy, pyelonephritis, intervertebral disc operation, back strain, thrombocytosis, depression, migraine headache (since I was a child, not recovered prior to essure), fibromyalgia, motor vehicle accident in 1996, sinus disorder nos, ovarian cyst, hyperlipidemia, penicillin allergy, tonsillitis, tonsillectomy, pap smear abnormal, spinal laminectomy, knee operation, adenoidectomy, back surgery in (B)(6) 2007, fatigue (not recovered prior to essure), spinal fusion and pharyngitis. Previously administered products included for an unreported indication: excedrin, depakote and pen-vee k. Past adverse reactions to the above products included hypersensitivity with pen-vee k. Concurrent conditions included overweight, gout, meniscus tear of knee, high cholesterol, cervical dysplasia, loop electrosurgical excision procedure, lumbar spondylosis, pain neck, leukocytosis, hypokalemia, hypercholesterolemia, hot flashes, arthralgia, hypopotassemia, nausea, vomiting, gas, constipation, diarrhea, loss of libido, sexual dysfunction, bowel discomfort, nerve pain, foggy feeling in head, burning sensation, stinging, vitamin deficiency, peripheral swelling, pneumonia, vitamin d deficiency and seasonal allergy. Family history included depression (mother), anxiety (mother) from (B)(6) 2006 to (B)(6) 2014, high cholesterol (father, mgm), cancer (grandparents died), schizophrenia (maternal uncle), mental disorder (mgm,), hypertension, pancreatic cancer (mgf), headache (daughter since the age of 2. Mother as well as other family members) and uterine cancer (mother). Concomitant products included allopurinol since (B)(6) 2014, alprazolam, ampicillin trihydrate (cymbi) from (B)(6) 2016 to (B)(6) 2016, antiinfl. Prep., non-steroids for topical use, bupropion hydrochloride (wellbutrin xl) since (B)(6) 2006, bupropion hydrochloride since (B)(6) 2006, co-trimoxazole (bactrim), colchicine, drospirenone w/ethinylestradiol (yasmin) since 1997, duloxetine hydrochloride (cymbalta), dyazide (triamterene and hydrochlorothiazide) from (B)(6) 2006 to (B)(6) 2008, gabapentin, hydrochlorothiazide, melatonin since 2016, naproxen, paracetamol (acetaminophen), simvastatin from (B)(6) 2012 to (B)(6) 2012, sumatriptan from 3(B)(6) 2012 to (B)(6) 2014, topiramate (topamax) from (B)(6) 2013 to (B)(6) 2016, vitamin b3 (B)(6) 2016 to (B)(6) 2016, vitamin-b-komplex standard (vitamin b complex) and zolmitriptan (zomig). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), stress urinary incontinence (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding ( menorrhagia)"), abdominal distension ("bloating"), rash ("rash/ toxic rash"), anxiety ("anxiety increased"), insomnia ("difficulty sleeping"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue/ fatigue worsened after essure implant"), palpitations ("heart palpitations"), fibromyalgia ("fibromyalgia"), autoimmune disorder ("autoimmune syndrome"), musculoskeletal pain ("moderate pain in right buttock and thigh"), pain in extremity ("moderate pain in right buttock and thigh"), the first episode of paraesthesia ("thigh tingling"), hypoaesthesia ("thigh numbness") and back pain ("low back pain/ lower back pain"). On (B)(6) 2008, 1 month 12 days after insertion of essure, the patient experienced breast pain ("breast pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower abdominal pain/ cramping"), dysuria ("dysuria") and pain ("all over body aches/pain/ my whole body pain daily (ranged between achey and very bad)"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced headache ("headaches/ headaches increased in frequency after essure/ increased headaches"), tongue atrophy ("mild atrophy of tongue, fasciculations (brief motor neuron contractions of smooth muscle fibers) of tongue"), dysarthria ("intermittently slurred speech"), dysphagia ("swallowing difficulties"), dysphonia ("changes in voice") and the second episode of paraesthesia ("tingling in upper extremities"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), dysgeusia ("metallic taste"), alopecia ("hair loss"), tooth loss ("tooth loss"), bladder disorder ("bladder or urinary problems or changes increased in frequency after essure"), urinary tract disorder ("bladder or urinary problems or changes increased in frequency after essure"), migraine ("migraines increased in frequency after essure/ menstrually triggered migraine headache"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood altered ("emotional changes"), fluid retention ("fluid retention"), heart rate increased ("rapid heartbeat"), irritability ("irritability"), amnesia ("memory loss"), mood swings ("mood swings"), night sweats ("night sweats"), weight increased ("weight gain"), memory impairment ("forgetfulness"), hyperhidrosis ("diaphoresis"), micturition urgency ("urinary urgency"), amenorrhoea ("secondary amenorrhea"), oedema peripheral ("peripheral edema"), pollakiuria ("urinary frequency"), urinary tract infection ("urinary tract infection"), menometrorrhagia ("heavy irregular bleeding - month long menses, heavy flow with brownish clots"), emotional disorder ("I have become over sensitive"), tooth extraction ("I had 12 teeth pulled, abscess, teeth breaking and need dentures"), tooth abscess ("I had 12 teeth pulled, abscess, teeth breaking and need dentures"), tooth fracture ("I had 12 teeth pulled, abscess, teeth breaking and need dentures") and complication of device insertion ("complication of essure placement/ first attempt to place right coil was unsuccessful"). The patient was treated with eletriptan hydrobromide (relpax), surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy -removal of essure), surgery (on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy.), surgery (novasure endometrial ablation in (B)(6) 2013) and surgery (suburethral mesh sling). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, stress urinary incontinence, dysfunctional uterine bleeding, anxiety, breast pain, insomnia, dizziness, vaginal haemorrhage, palpitations, fibromyalgia, autoimmune disorder, musculoskeletal pain, pain in extremity, hypoaesthesia, back pain, bladder disorder, urinary tract disorder, migraine, tooth disorder, dysmenorrhoea, abdominal pain lower, dysuria, pain, dyspareunia, mood altered, fluid retention, irritability, amnesia, mood swings, night sweats, weight increased, memory impairment, hyperhidrosis, micturition urgency, amenorrhoea, oedema peripheral, pollakiuria, urinary tract infection, menometrorrhagia, emotional disorder, tooth extraction, tooth abscess, tooth fracture and complication of device insertion outcome was unknown, the embedded device, pelvic pain, menorrhagia, abdominal distension, dysgeusia, alopecia, headache, tooth loss, rash and fatigue was resolving and the genital haemorrhage, tongue atrophy, dysarthria, dysphagia, dysphonia and the last episode of paraesthesia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, amnesia, anxiety, autoimmune disorder, back pain, bladder disorder, breast pain, complication of device insertion, dizziness, dysarthria, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, dysphagia, dysphonia, dysuria, embedded device, emotional disorder, fallopian tube perforation, fatigue, fibromyalgia, fluid retention, genital haemorrhage, headache, heart rate increased, hyperhidrosis, hypoaesthesia, insomnia, irritability, memory impairment, menometrorrhagia, menorrhagia, micturition urgency, migraine, mood altered, mood swings, musculoskeletal pain, night sweats, oedema peripheral, pain, pain in extremity, palpitations, pelvic pain, pollakiuria, rash, stress urinary incontinence, tongue atrophy, tooth abscess, tooth disorder, tooth extraction, tooth fracture, tooth loss, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of paraesthesia and the second episode of paraesthesia to be related to essure. The reporter commented: doctor thought that her symptoms were toxic reaction to essure. Three coils were seen. Placement was confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes pregnancy test - on (B)(6) 2013: negative. On (B)(6) 2008, hysterosalpingogram showed non patency of fallopian tubes. On (B)(6) 2009, MRI revealed there is disk protrusion centrally at c6-7 encroaching upon the thecal sac but without stenosis on (B)(6) 2016, MRI cervical spine without contrast significantly limited examination of the c5-t1 levels, secondary to metallic blooming artifact related to prior neck surgery approximately at the c6-c7 level otherwise , unremarkable cervical spine MRI. On (B)(6) 2016, pathology reports showed bilateral essure· type devices are seen overlying the pelvis. One of the 3 mm markers associated with the right device does not overlie the medial tip. Malpositioning or device fracture is not excluded. Correlation recommended. (B)(6) 2016, surgical pathology reports: gross description: specimen received in formalin ,labeled "uterus, cervix, bilateral tubes and essure coils" is an 86 gram hysterectomy specimen with a uterus and attached cervix (7.3 cm ectocervix to fundus x 5.3 cm left to right x 3.6 cm anterior to posterior), an attached right fallopian tube (6.2 cm in length x o.s: cm in diameter) and attached left fallopian tube (7.5 cm in length x o.b cm in diameter). The uterine serosal surface is tan-purple, smooth and dull. There is prominent cautery at the lower uterine segment and surrounding the cervix. The ,anterior cervical margin is inked blue and the posterior cervical margin is inked black. The tan-pink and smooth ectocervix (3.4 x 3.2 cm) is remarkable for a slit-like and patent os (0.5 x 0.2 cm). On opening, the endocervical canal (2.5 cm in length x 0.9 cm in diameter) is grossly unremarkable. The cervical cut surfaces are tan-pink and hemorrhagic. The endometrial cavity (2.5 x 2.0 cm) is lined by pink-purple scarred endometrium measuring up to, 0.2 cm in thickness. The tan-pink myometrium measures 1.5 cm, in thickness. A discrete gross uterine lesion is not identified. The tortuous and fimbriated fallopian tubes have a purple hyperemic serosal surface. There is a silver metallic coil (3.5 cm in length x up to 0.2 cm in diameter) that migrated outside of the right fallopian tube lumen and is embedded within the serosa of the right fallopian tube and adjacent myometrium immediately proximal to the right fallopian tube. There is a 3.0 x 0.2 cm' silver metallic coil embedded within the left fallopian tube lumen and the serosa and myometrium immediately proximal to and adjacent to the left fallopian tube. A gross photo of the embedded left and right metallic coils is taken. The left and right metallic coils are separated from the' remaining specimen and saved in separate respective containers . Sectioning of the left and right fallopian .tubes reveals grossly unremarkable cut surfaces with a stellate lumen. Representative sections are submitted as follows; al. - anterior cervix; a2 - posterior cervix; a3-4 - anterior endomyometrium and serosa; as-6 ¿ posterior endomyometrium and serosa.; a7 - cross sections of right fallopian tube;immediately distal to coil; as - myometrium underlying right metallic coil a9 - fimbriated end and cross sections of right fallopian tube; ala - cross sections of left fallopian tube immediately distal to coil; all - myometrium underlying left metallic coil; a12 - fimbriated end and cross sections of left fallopian tube. Diagnosis: uterds, hysterectomy and bilateral salpingectomy: 1. Right and left fallopian tubes, metallic coils consistent with essure devices are identified embedded in the serosa of the proximal right fallopian tube and in the lumen in the proximal left fallopian tube. The metallic coil on the right has apparently migrated through the ·wall of the fallopian tube, and is embedded in the serosal surface of the tube and projects into the adjacent myometrium, whereas the metallic coil on the left is within the lumen of the tube and also projects into the adjacent myometrium. Vascular congestion is noted. 2. Cervix - focal chronic inflammation and reactive epithelial changes. 3. Endometrium ¿ proliferative phase endometrium. Changes suggestive of prior ablation procedure also noted. Clinical correlation is needed. 4. Myometrium - no significant histopathologic abnormality. 5. Serosa - no significant histopathologic abnormality. Comments: the essure devices with surrounding tissue have been saved, per physician request. Numerous photographs have been taken of the specimen. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms low back pain, pelvic pain, numbness, tingling in her lower extremities, palpitations, amenorrhea, peripheral edema, migraines, headache, depression, urinary tract infection, anxiety, irregular periods, menometrorrhagia, dysmenorrhea, dub, urinary frequency and urgency, weight gain, menorrhagia, forgetfulness, memory loss, numbness, dizziness, pain, breast pain, bloating, dysmenorrhea, dyspareunia, night sweats, urinary tract infection, bladder infection, alopecia, embedded device. Concerning the injuries reported in this case, the following ones were described in patient's social media: tooth extraction, tooth abscess, tooth fracture, emotional disorder. Most recent follow-up information incorporated above includes: on 20-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs : anxiety increased, bloating, breast pain, difficulty sleeping, dizziness, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), fatigue, heart palpitations, fibromyalgia, autoimmune type syndrome, moderate pain in right buttock and thigh, tingling, numbness, low back pain, bladder or urinary problems or changes increased in frequency after essure, migraines increased in frequency after essure, dental problems, mild atrophy of tongue, fasciculations (brief motor neuron contractions of smooth muscle fibers) of tongue, intermittently slurred speech, swallowing difficulties, changes in voice, tingling in upper extremities, dysmenorrhea (cramping), suburethral mesh sling for urinary incontinence incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated essure coils/ perforation (fallopian tube (s))/ essure coil which was adherent in the superior aspect of the fallopian tube, attached to the cornual area, the uterus and along the length of the fallopian tube approximately halfway"), embedded device ("embedded essure coils/ embedded in the serosal surface of the tube and projects into the adjacent myometrium, whereas the metallic coil on the left is within the lumen of the tube and also projects into the adjacent myometrium."), genital haemorrhage ("abnormal bleeding (general)"), toxic skin eruption ("rash/ toxic rash"), stress urinary incontinence ("suburethral mesh sling for urinary incontinence/ stress urinary incontinence") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding (dub)") in a 38-year-old female patient who had essure (batch no. 624828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 1997, miscarriage, lumbar disc herniation, lumbar laminectomy, pyelonephritis, intervertebral disc replacement, low back strain, thrombocytosis, depression, migraine headache (since I was a child, not recovered prior to essure), fibromyalgia, motor vehicle accident in 1996, sinus disorder nos, ovarian cyst, hyperlipidemia, penicillin allergy, tonsillitis, tonsillectomy, pap smear abnormal, spinal laminectomy, knee operation, adenoidectomy, back surgery in (B)(6) 2007, fatigue (not recovered prior to essure), spinal fusion nos and pharyngitis. Previously administered products included for an unreported indication: excedrin, depakote and pen-vee k. Past adverse reactions to the above products included hypersensitivity with pen-vee k. Concurrent conditions included overweight, gout, meniscus tear of knee, high cholesterol, cervical dysplasia, loop electrosurgical excision procedure, lumbar spondylosis, pain neck, leukocytosis, hypokalemia, hypercholesterolemia, hot flashes, arthralgia, hypopotassemia, nausea, vomiting, gas, constipation, diarrhea, loss of libido, sexual dysfunction, bowel discomfort, nerve pain, foggy feeling in head, burning sensation, stinging, vitamin deficiency, peripheral swelling, pneumonia, vitamin d deficiency and seasonal allergy. Family history included depression (mother), anxiety (mother) from 12-dec-2006 to 28-mar-2014, high cholesterol (father, mgm), cancer (grandparents died), schizophrenia (maternal uncle), mental disorder (mgm,), hypertension, pancreatic cancer (mgf), headache (daughter since the age of 2. Mother as well as other family members) and uterine cancer (mother). Concomitant products included allopurinol since (B)(6) 2014, alprazolam, ampicillin trihydrate (cymbi) from (B)(6) 2016, antiinfl. Prep., non-steroids for topical use, bupropion hydrochloride (wellbutrin xl) since (B)(6) 2006, bupropion hydrochloride since (B)(6) 2006, co-trimoxazole (bactrim), colchicine, drospirenone w/ethinylestradiol (yasmin) since 1997, duloxetine hydrochloride (cymbalta), dyazide (triamterene and hydrochlorothiazide) from 5-aug-2006 to 4-nov-2008, gabapentin, hydrochlorothiazide, magnesium w/vitamin b nos, melatonin since 2016, naproxen, paracetamol (acetaminophen), simvastatin from (B)(6) 2012, sumatriptan from 31-oct-2012 to 23-feb-2014, topiramate (topamax) from 11-jun-2013 to 4-aug-2016, vitamin b nos (B)(6) 2016 and zolmitriptan (zomig). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), toxic skin eruption (seriousness criterion medically significant), stress urinary incontinence (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding ( menorrhagia)"), abdominal distension ("bloating"), anxiety ("anxiety increased"), insomnia ("difficulty sleeping"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue/ fatigue worsened after essure implant"), palpitations ("heart palpitations"), fibromyalgia ("fibromyalgia"), autoimmune disorder ("autoimmune syndrome"), musculoskeletal pain ("moderate pain in right buttock and thigh"), pain in extremity ("moderate pain in right buttock and thigh"), the first episode of paraesthesia ("thigh tingling"), hypoaesthesia ("thigh numbness") and back pain ("low back pain/ lower back pain"). On (B)(6) 2008, 1 month 12 days after insertion of essure, the patient experienced breast pain ("breast pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower abdominal pain/ cramping"), dysuria ("dysuria") and pain ("all over body aches/pain/ my whole body pain daily (ranged between achy and very bad)"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced headache ("headaches/ headaches increased in frequency after essure/ increased headaches"), tongue atrophy ("mild atrophy of tongue, fasciculations (brief motor neuron contractions of smooth muscle fibers) of tongue"), dysarthria ("intermittently slurred speech"), dysphagia ("swallowing difficulties"), dysphonia ("changes in voice") and the second episode of paraesthesia ("tingling in upper extremities"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), dysgeusia ("metallic taste"), alopecia ("hair loss"), tooth loss ("tooth loss"), bladder disorder ("bladder or urinary problems or changes increased in frequency after essure"), urinary tract disorder ("bladder or urinary problems or changes increased in frequency after essure"), migraine ("migraines increased in frequency after essure/ menstrually triggered migraine headache"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood altered ("emotional changes"), fluid retention ("fluid retention"), heart rate increased ("rapid heartbeat"), irritability ("irritability"), amnesia ("memory loss"), mood swings ("mood swings"), night sweats ("night sweats"), weight increased ("weight gain"), memory impairment ("forgetfulness"), hyperhidrosis ("diaphoresis"), micturition urgency ("urinary urgency"), amenorrhoea ("secondary amenorrhea"), oedema peripheral ("peripheral edema"), pollakiuria ("urinary frequency"), urinary tract infection ("urinary tract infection"), menometrorrhagia ("heavy irregular bleeding - month long menses, heavy flow with brownish clots"), emotional disorder ("I have become over sensitive"), tooth extraction ("I had 12 teeth pulled, abscess, teeth breaking and need dentures"), tooth abscess ("I had 12 teeth pulled, abscess, teeth breaking and need dentures"), tooth fracture ("I had 12 teeth pulled, abscess, teeth breaking and need dentures") and complication of device insertion ("complication of essure placement/ first attempt to place right coil was unsuccessful"). The patient was treated with eletriptan hydrobromide (relpax), surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy -removal of essure), surgery (on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy.), surgery (novasure endometrial ablation in (B)(6) 2013) and surgery (suburethral mesh sling). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, stress urinary incontinence, dysfunctional uterine bleeding, anxiety, breast pain, insomnia, dizziness, vaginal haemorrhage, palpitations, fibromyalgia, autoimmune disorder, musculoskeletal pain, pain in extremity, hypoaesthesia, back pain, bladder disorder, urinary tract disorder, migraine, tooth disorder, dysmenorrhoea, abdominal pain lower, dysuria, pain, dyspareunia, mood altered, fluid retention, irritability, amnesia, mood swings, night sweats, weight increased, memory impairment, hyperhidrosis, micturition urgency, amenorrhoea, oedema peripheral, pollakiuria, urinary tract infection, menometrorrhagia, emotional disorder, tooth extraction, tooth abscess, tooth fracture and complication of device insertion outcome was unknown, the embedded device, toxic skin eruption, pelvic pain, menorrhagia, abdominal distension, dysgeusia, alopecia, headache, tooth loss and fatigue was resolving and the genital haemorrhage, tongue atrophy, dysarthria, dysphagia, dysphonia and the last episode of paraesthesia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, amnesia, anxiety, autoimmune disorder, back pain, bladder disorder, breast pain, complication of device insertion, dizziness, dysarthria, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, dysphagia, dysphonia, dysuria, embedded device, emotional disorder, fallopian tube perforation, fatigue, fibromyalgia, fluid retention, genital haemorrhage, headache, heart rate increased, hyperhidrosis, hypoaesthesia, insomnia, irritability, memory impairment, menometrorrhagia, menorrhagia, micturition urgency, migraine, mood altered, mood swings, musculoskeletal pain, night sweats, oedema peripheral, pain, pain in extremity, palpitations, pelvic pain, pollakiuria, stress urinary incontinence, tongue atrophy, tooth abscess, tooth disorder, tooth extraction, tooth fracture, tooth loss, toxic skin eruption, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of paraesthesia and the second episode of paraesthesia to be related to essure. The reporter commented: doctor thought that her symptoms were toxic reaction to essure. Three coils were seen. Placement was confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes pregnancy test - on (B)(6) 2013: negative. On (B)(6) 2008, hysterosalpingogram showed non patency of fallopian tubes. On (B)(6) 2009, MRI revealed there is disk protrusion centrally at c6-7 encroaching upon the thecal sac but without stenosis. On (B)(6) 2016, MRI cervical spine without contrast significantly limited examination of the c5-t1 levels, secondary to metallic blooming artifact related to prior neck surgery approximately at the c6-c7 level otherwise , unremarkable cervical spine MRI. On (B)(6) 2016, pathology reports showed bilateral essure· type devices are seen overlying the pelvis. One of the 3 mm markers associated with the right device does not overlie the medial tip. Malpositioning or device fracture is not excluded. Correlation recommended. On (B)(6) 2016, surgical pathology reports: gross description: specimen received in formalin ,labeled "uterus, cervix, bilateral tubes and essure coils" is an 86 gram hysterectomy specimen with a uterus and attached cervix (7.3 cm ectocervix to fundus x 5.3 cm left to right x 3.6 cm anterior to posterior), an attached right fallopian tube (6.2 cm in length x o.s: cm in diameter) and attached left fallopian tube (7.5 cm in length x o.b cm in diameter). The uterine serosal surface is tan-purple, smooth and dull. There is prominent cautery at the lower uterine segment and surrounding the cervix. The ,anterior cervical margin is inked blue and the posterior cervical margin is inked black. The tan-pink and smooth ectocervix (3.4 x 3.2 cm) is remarkable for a slit-like and patent os (0.5 x 0.2 cm). On opening, the endocervical canal (2.5 cm in length x 0.9 cm in diameter) is grossly unremarkable. The cervical cut surfaces are tan-pink and hemorrhagic. The endometrial cavity (2.5 x 2.0 cm) is lined by pink-purple scarred endometrium measuring up to, 0.2 cm in thickness. The tan-pink myometrium measures 1.5 cm, in thickness. A discrete gross uterine lesion is not identified. The tortuous and fimbriated fallopian tubes have a purple hyperemic serosal surface. There is a silver metallic coil (3.5 cm in length x up to 0.2 cm in diameter) that migrated outside of the right fallopian tube lumen and is embedded within the serosa of the right fallopian tube and adjacent myometrium immediately proximal to the right fallopian tube. There is a 3.0 x 0.2 cm' silver metallic coil embedded within the left fallopian tube lumen and the serosa and myometrium immediately proximal to and adjacent to the left fallopian tube. A gross photo of the embedded left and right metallic coils is taken. The left and right metallic coils are separated from the' remaining specimen and saved in separate respective containers . Sectioning of the left and right fallopian .tubes reveals grossly unremarkable cut surfaces with a stellate lumen. Representative sections are submitted as follows; al. - anterior cervix; a2 - posterior cervix; a3-4 - anterior endomyometrium and serosa; as-6 ¿ posterior endomyometrium and serosa.; a7 - cross sections of right fallopian tube;lllll11ediately distal to coil; as - myometrium underlying right metallic coil a9 - fimbriated end and cross sections of right fallopian tube; ala - cross sections of left fallopian tube immediately distal to coil; all - myometrium underlying left metallic coil; a12 - fimbriated end and cross sections of left fallopian tube. Diagnosis: uterus, hysterectomy and bilateral salpingectomy: 1. Right and left fallopian tubes, metallic coils consistent with essure devices are identified embedded in the serosa of the proximal right fallopian tube and in the lumen in the proximal left fallopian tube. The metallic coil on the right has apparently migrated through the ·wall of the fallopian tube, and is embedded in the serosal surface of the tube and projects into the adjacent myometrium, whereas the metallic coil on the left is within the lumen of the tube and also projects into the adjacent myometrium. Vascular congestion is noted. 2. Cervix - focal chronic inflammation and reactive epithelial changes. 3. Endometrium ¿ proliferative phase endometrium. Changes suggestive of prior ablation procedure also noted. Clinical correlation is needed. 4. Myometrium - no significant histopathologic abnormality. 5. Serosa - no significant histopathologic abnormality. Comments: the essure devices with surrounding tissue have been saved, per physician request. Numerous photographs have been taken of the specimen. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms low back pain, pelvic pain, numbness, tingling in her lower extremities, palpitations, amenorrhea, peripheral edema, migraines, headache, depression, urinary tract infection, anxiety, irregular periods, menometrorrhagia, dysmenorrhea, dub, urinary frequency and urgency, weight gain, menorrhagia, forgetfulness, memory loss, numbness, dizziness, pain, breast pain, bloating, dysmenorrhea, dyspareunia, night sweats, urinary tract infection, bladder infection, alopecia, embedded device. Concerning the injuries reported in this case, the following ones were described in patient's social media: tooth extraction, tooth abscess, tooth fracture, emotional disorder. Most recent follow-up information incorporated above includes: on 19-mar-2018: following company internal coding review, the reported event "rash/ toxic rash" recoded to the meddra llt: toxic skin eruption, event was upgraded to serious, narrative amended. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded essure coils") and device dislocation ("migrated essure coils") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("bloating"), dysgeusia ("metallic taste"), alopecia ("hair loss"), headache ("headaches"), tooth loss ("tooth loss") and rash ("rash"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy.) And surgery (on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, pelvic pain, menorrhagia, abdominal distension, dysgeusia, alopecia, headache, tooth loss and rash was resolving. The reporter considered abdominal distension, alopecia, device dislocation, dysgeusia, embedded device, headache, menorrhagia, pelvic pain, rash and tooth loss to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: confirming full occlusion of fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.